Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, alarm was noted. It was also reported, the batteries were removed and replaced but the alarm persisted. No patient consequences were reported. No adverse effects were reported.